Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that he "had complications while in hospital with device settings". The patient mentioned "pain started post implant of heart device", describing the pain as "a sharp griping, depending on whether I was moving or not" and described getting pain medicine for the "severe chest pains". The patient further reports, "I was in the hospital they had tweaked my device". Additionally, the patient mentions the representative "activated the second lead to pulse the right ventricle and the pain stopped". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.